Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stents: xience prime 3.0x23mm and 3.0x28mm; aspirin, clopidogrel. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. However, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 2.5x12mm xience prime stent was successfully implanted in the proximal right coronary artery (rca) lesion and a 3.0x23mm and a 3.0x28mm xience prime stent were successfully implanted in the proximal left anterior descending (lad) coronary artery lesion. On (B)(6) 2017, the patient was hospitalized for unstable chest pain. Cardiac enzymes were elevated and restenosis was noted in the 2.5x12mm xience prime stent in the rca. Another stent was implanted in the 100% restenosed lesion as treatment. The event resolved and, on (B)(6) 2017, the patient was discharged from the hospital. There was no additional information provided regarding this issue.